Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since they got the implant they have not experienced any improvement in their bladder symptoms and it seems to be worse. They haven't felt any stim sensation. Patient stated that it feels hot when they touch it and sometimes they can feel it through their clothing. Patient also stated that once in a while they feel like something is stabbing them or something. Agent walked patient through connecting to implant and switching to a different program and reviewed therapy expectations. Patient confirmed they were on program 7 at 7. 5. Patient noted they had not made any adjustments since they received the implant. Patient switched to program 1 and they'll monitor symptoms on new setting. Redirected to doctor to discuss medical concerns.